Manufacturer narrative:
Device remains implanted.

Event description:
Per the clinic, the patient developed granulation of the skin flap and subsequent extrusion of the receiver-stimulator. Explantation is planned but has not taken place as of the date of this report january 7th, 2016. The implanted device remains.

Manufacturer narrative:
Correction: the correct explanted date is, (B)(6) 2015; not 07/14/2016 as previously reported. Per the clinic, the patient was reimplanted with a new device on (B)(6) 2016. This report is filed november 28, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. (B)(6). This report is filed october 18, 2016. Device not yet returned to manufacturer.

Manufacturer narrative:
This report is filed on december 12, 2016.